Event description:
On (B)(6), 2010, received a dissection tip in the same return with product for a previously reported complaint. The company representatives confirmed that they were unaware of a second complaint from the hospital. There was fluid in the tip. It was reported that the two tips were placed inside the box by the hospital and there is no additional information available regarding which tip is for which reported complaint record and why the second tip was included. There is also no additional information regarding complaint details for the second tip included inside the box for the previously reported complaint.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the dissection tip was received as a complete assembly. There was some blood along the connection of the two tip components, and inside the components. Based upon the visual observations, the complaint was confirmed since there was blood in the tip. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).